Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the chest x-ray appeared normal and that the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation during pacing with the right atrial (ra) lead. The lead was turned off and a chest x-ray was scheduled. The lead remains in use. No further patient complications have been reported as a result of this event.